Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen became cracked. Reportedly, the pump is still functional. Customer's blood glucose level was not impacted. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.